Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the scorpion needle snapped off inside the patient. The surgeon decided to not retrieve the broken tip cause it would cause more harm to the patient trying to remove the fragment than leaving it inside the patient.